Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit does not boot even after pressing start button both on ac mains as well as on battery mode. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) reported, machine does not boot even after pressing start button both on ac mains as well as on battery mode. Customer is not interested and requested to close the order. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated. No service order available.